Manufacturer narrative:
(B)(4). Reported event was confirmed with x ray provided. X-ray review confirmed superior dislocation, and identified undersized cup. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01616.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient dislocated and the surgeon performed a successful closed reduction. No further event information available at the time of this report.